Manufacturer narrative:
One 8.5f braided swartz guiding introducer was received for evaluation. Review of the device history record confirmed the following lots met manufacturing requirements prior to shipment. Visual inspection and functional testing of the returned introducer confirmed a leak at the silicon hemostasis seal in the hub. Further investigation revealed leaks on all sides of the adhesive bond between the extension tube and stopcock. It could not be determined if the bond failure was due to low adhesive or an outside tensile force that may have damaged the adhesive bond. There were no consequences to the patient. (B) (4). Date the initial reporter provided the information to the manufacturer: 10/28/2009. The following dates are estimated.

Event description:
It was reported, the hemostasis valve broke and air almost went inside the body. The sheath was immediately removed with no harm to the patient.